Event description:
It was reported that during the implant attempt, the sensing was inappropriate when the lead was placed in the high interventricular septum. After a few attempts to reposition the lead, the helix mechanism failed. The helix did not go smoothly but came out suddenly after a few rotations. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that the lead appeared damaged at implant. The analyst noted that the lead was returned with the helix fully extended and stretched. Torque transfers properly to the tip when the is-1 pin is rotated.